Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. Correction to h5. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation. Visual inspection revealed that the distal tip was open with a radial tear. Scratches were observed along the hdpe component, while no abnormalities were noted on the crimped valve. The flex tip outer diameter was measured and found to be within specification. Due to the nature of the complaint (liner fully expanded and tip opened) no functional test was able to be performed. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive investigation on esheath+ distal tip reported complaints with evidence of radial tip tearing, the root cause has been determined to be attributed to inherent variability in tip scoring/expansion, patient factors, and/or procedural factors. There are no confirmed manufacturing nonconformances identified. Radial tip tears have also been shown to potentially lead to secondary complications/failures. The reported event of a torn distal tip was confirmed based on evaluation of returned device. Available information suggests that procedural factors (variability in tip expansion) likely contributed to the event. Per product evaluation, the score lines were visible although tip was opened and radially torn. This reported event is characteristic of tip expansion variability that may occur as a result of normal/inherent variation in the manual tip scoring process, which may potentially result in interference between the valve and sheath tip. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by edwards affiliates in germany, a transcatheter aortic valve replacement (tavr) procedure was performed using a 26 mm sapien 3 ultra valve via a left transfemoral approach. During advancement of the delivery system with the valve through the esheath, the system was unable to progress, and the valve became stuck within the proximal third of the sheath. The heart team elected to remove the delivery system, valve, and sheath as a single unit. A new 16f esheath from a 29 mm kit and a new delivery system with a 26 mm sapien 3 ultra valve were prepared and inserted without issue. The procedure was successfully completed, and the patient remained stable throughout and was subsequently discharged without injury. As per the preliminary evaluation of the returned device, the distal tip of the esheath was torn.